Manufacturer narrative:
Investigation results: the power supply was returned to the factory for evaluation. The device showed signs of clinical usage but no evidence of blood. Visual inspection did not identify any non-conformances that may have contributed to the reported event. A pre-cautery test was performed on the device with a reference hemopro and extension cable. The power supply passed the pre-cautery test as the reference hemopro produced steam and heat during several activations and shut off when the toggle was released. Electrical tests were performed to evaluate the voltage and resistance of the power supply. The device passed the electrical testing as the voltage and resistance measurements were found within specifications. Based upon the evaluation results, the reported complaint for "not beeping or delivering energy consistently" could not be confirmed. (B)(4).

Event description:
The hospital reported that over a two month period, while performing endoscopic vein harvesting procedures, two of the power supplies wee not beeping or delivering energy consistently. Additionally, the performance of the hemopro 2 devices was poor. The same devices were used to complete the procedures. The hospital did not report any pt effects. The hospital intends to return the power supplies in question. Refer to MFR report #s 2242352-2012-00789 and 2242352-2012-00790 for the related reports.